Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained compounded morphine [30 mg/ml] at a dose of 11 mg/day. It was reported the patient had a refill of the pump on (B)(6) 2017. The representative stated at that time the pump showed a low reservoir alarm occurred on (B)(6) 2017 and empty reservoir alarm occurred on (B)(6) 2017. The representative stated the expected residual volume (erv) was 0 ml, and the actual residual volume (arv) was 15 ml of amber colored fluid. The representative stated the hcp did the refill of the pump, and the procedure was unremarkable. The representative stated the patient went to the emergency room with overdose symptoms and was placed on a narcan drip with a positive response. The representative stated she was asked to see the patient on (B)(6) 2017 to assist the hcp in programming the pump to minimum rate mode. Prior to the refill, the patient was having no therapy issues. The change in therapy/symptoms was considered sudden. The representative was going to follow-up with the hcp. No further patient complications were reported.

Event description:
Additional information received from the hcp via the representative reported the cause of the volume discrepancy was not determined. The cause of the overdose symptoms after refill was not determined. The circumstances that led to the empty pump alarm were not disclosed. At that time, the patient was considering removal of the pump. The cause of the amber colored fluid in the pump was also undetermined.

Manufacturer narrative:
Correction: the phrase "that evening" was left out in the initial regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative stated the patient went to the emergency room that evening with overdose symptoms and was placed on a narcan drip with a positive response.